Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID 3889-28 lot# va10786 serial# implanted: (B)(6) 2016 explanted: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep reported that the lead was explanted on (B)(6) 2016. No further information was reported at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.